Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A physician reported that during a generator implant, the demipulse model stimulator unexpectedly reached end-of-service (eos). The generator had been placed on the leads and "tested" initially, which showed the device to be properly functioning. It was again tested before the patient was closed, and it showed that it was at eos. The physician indicated that electrocautery had been used. The physician stated he would be using another generator to implant the patient, and the other would be removed. Attempts for further information have been unsuccessful to date.